Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming out of the cartridge during fill tubing. The user successfully loaded a new cartridge and resumed insulin delivery. The user's blood glucose level was 113 mg/dl.